Manufacturer narrative:
The device was received for evaluation. Microscopic inspection revealed particles in the fluid path of the device. Fourier transform infrared spectroscopy identified the particles to be cellulose fiber. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred sometime in (B)(6) 2016. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an eva bag had particulate matter contamination. This was observed in the solution during testing. There was no patient involvement. No additional information is available.